Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause could not be identified. The user facility determined, after troubleshooting the issue, that the b30 error was occurring consistently with a single scope and the other scopes, when tested, did not produce the error. The user assigned the cause of the error to a single scope and indicated that the scope was submitted for repair. A definitive root cause for the reported problem was not determined.

Event description:
A user facility reported to olympus that, when olympus 190 series scopes were connected to the cv-190 tower, a b30 communication error occurred with each scope. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on the available information, the legal manufacturer determined there was no device problem found and the problem was isolated to a specific scope.